Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication (date of event is unknown) between her scs ipg and external devices after not charging for "sometime". An sjm representative confirmed the scs ipg was inoperable using the programmer. As a result, the entire system was explanted.